Event description:
Plaintiff was employed as a dental hygienist who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering the following symptoms: asthma, respiratory problems, hives, diarrhea, vomitting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress.